Event description:
The customer reported that the insulin pump keeps freezing repeatedly. The customer stated that she has to replace the battery to get the screen to be normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.